Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm with out low battery alert. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer reported that this was not the second occurrence of replace battery alarm with out low battery warning. Customer reported that new battery resolved the issue. The customer reported that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Customer reports they was able to clear the alarm. Customer states they was able to rewind the insulin pump. Customer reported that they performed self test and test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.